Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This complaint originated from the jd power nps/brand us spring 2021 survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available. As a result, complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported through a blind survey that the "robot's light source went out and an unrecoverable fault" occurred. No impact or patient consequence was reported. Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product, reporter, or site information was available.